Event description:
The patient reported that her vns device is deleted. Per the patient, her seizures and headaches have increased. Attempts have been made for additional information; however, they were unsuccessful. No additional information was received.

Manufacturer narrative:
Analysis of programming history.

Event description:
Follow up with the physician on (B)(6) 2013 found that the depletion of the patient's vns generator probably occurred around early 2013 and the increased seizures started the past three months. The physician checked that there was a relationship between the vns and increased seizures and stated that there was improvement in the seizures when asked the relationship of the increase to pre-vns levels. The patient does not have multiple seizure types. The physician noted that the patient has not mentioned headaches associated with stimulation. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. It was unknown if any of these changes or factors preceded the onset of the headaches. The vns was replaced due to the depleted battery. The vns device was programmed on following surgery on (B)(6) 2013. The explanted generator was discarded by the facility.

Event description:
Product information was obtained on (B)(6) 2015. A battery life calculation was performed with: the results showed 0 years remaining, indicating that the eos condition was normal.